Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, batch, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: undetermined. No lot, no sample provided. Rationale: no lot, no sample available.

Event description:
It was reported that three infusion adapters c100 experienced leakage during use. The following information was provided by the initial reporter: material no. 515306, batch no. Unknown. On the (B)(6) 2019, product surveillance received an email with a complaint of three (3) cl non-dehp solution set 10dpm (product code: 2r8401, product lot: unknown and unavailable) and bag infusion adaptor (phaseal) (product code: 515306, product lot: unknown and unavailable) wherein droplets were observed on the administration set spike following spiking of cl non-dehp solution set 10dpm into the phaseal infusion adapter. The date of occurrence was not specified but the reporter stated it was between (B)(6) 2019 and (B)(6) 2019. Patient involvement was unknown, however no patient injury was reported with this event.